Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated via bluetooth (ble) telemetry. The patient was asymptomatic. The ICD was interrogated using wand only telemetry instead due to time concerns. There were no reported patient consequences.

Manufacturer narrative:
The reported event of the merlin 2 programmer being unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. No malfunction was observed on the device.